Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting open procedure, when suturing the distal anastomosis using continuous stitching, both the needle and suture broke. There were more than 1 defective device involved with the same product ID and lot number that occurred during the same case. They continued with the remaining needle with double armed suture to complete the case. There was no patient injury.